Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviations from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Additionally, the likely cause of the plastic distal end cover (c-cover) cracked is due to physical stress was applied to the distal end. The event can be detected by following the IFU section: -inspection of the endoscope. The event can be detected and prevented by following the IFU section which state: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the inspection of the returned asset device, other malfunctions found were distal end and light guide lens were cracked. The suction cylinder and the air/water cylinder had no color. Due to a crack on the plastic distal end cover, insulation resistance value at the distal end did not meet the standard value. Due to wear of the angle wire, bending angle in the up direction did not meet standard value. The adhesive around the objective lens had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, evis exera iii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that a brown foreign material was found at the light guide lens and at the distal end. It was not possible to identify when the foreign material had been attached to the scope. This report is being submitted for the event found during evaluation. There was no patient involvement.